Manufacturer narrative:
The customer reported complaint for the platform displayed a user advisory (ua) 12 (lifeband not present) error message was confirmed during functional testing and archive data review. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. Visual inspection was performed and found a damaged top cover and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The top cover was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in august 2006 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional testing, the lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in user advisory (ua) 12 error as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The archive data was reviewed and contained user advisory (ua) 12 error message on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse sn (B)(4).

Event description:
As reported, during shift check, the loaner autopulse platform (sn (B)(4)) displayed error message user advisory - ua 12 (lifeband not present). The customer installed the new lifeband; however, the error message persisted. No patient involvement was reported.